Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal metastatic cancer; and underwent ablation and kyphoplasty at t12. The ablation products and kyphoplasty products did not malfunction in any way; and worked perfectly intra-operatively. Post-op, the patient had neurological compromise due to spinal stenosis/instability of t12. Hence, two days post-op, the patient underwent a t9-l3 fusion. The patient still had diffuse "mets" of the spine but is now in rehab and walking with a cane.

Manufacturer narrative:
Radiological image results: pre-op MRI and intra-op kyphoplasty x-rays are provided. No malfunction of hardware or product is described. If the patient's neurological condition deteriorated after kyphoplasty, it was possibly an error in surgical judgement pertaining the procedure given the degree of spinal stenosis. If information is provided in the future, a supplemental report will be issued.